Event description:
Rptr was in a car accident and had surgery on her leg/femur hip area. Rptr now has 4 pins and a steel plate in her leg/femur. Rptr believes the pins have caused her present condition of a vascular necrosis, degenerative arthritis and constant pain.